Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 25mm edwards valve was explanted after an implant duration of approx. 13 years and 9 months due to degeneration leading to severe regurgitation and mild-to-moderated stenosis. A 29mm magna ease valve model 3300tfx29mm was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. The explanted device was not returned for evaluation

Manufacturer narrative:
Updated: b4, b5, g4, h11 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a 25mm carpentier edwards valve was explanted after an implant duration of approx. 13 years and 9 months due to degeneration leading to severe regurgitation and mild-to-moderated stenosis. A 29mm magna ease valve model 3300tfx29mm was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. The explanted device was not returned for evaluation during same surgery the patient's mitral valve was replaced with a non-edwards device. Surgeon did not fail that the valve failed prematurely after 14 years from implant the considering the young age of patient at implant and his general conditions (mitral valve post rheumatic insufficiency).